Event description:
Customer called (B)(6) and reported a painful burning sensation, ocular redness and ocular irritation following instillation of 1-2 drops of clear eyes contact lens relief in each eye. Customer states she did not notice the burning until the drops were dispensed into the second eye. The event was reported to have occurred at 4 pm on (B)(6)2007. Initially customer stated, she visited a hospital but later updated this information to note that medical help was sough but not until 24 hours post experiencing the symptoms described above.

Manufacturer narrative:
Review of the manufacturing batch record was performed and no exception documents were generated. All code items used in the manufacture of this subject lot number were used within their current retest/expiry dates. All code items were added to tank in appropriate quantities and at appropriate intervals, per approved manufacturing instructions. All bulk in-process chemical and microbial tests (ph, osmolality, viscosity, sorbic acid, edetate disodium, aerobic microbial count) were performed on the manufactured bulk lot and all results met requirements. The same investigation was performed on the finishing batch record. The finishing batch records indicate that all environmental tests (microbial and analytical) passed. In additional, all line clearances passed. No exception documents related to this complaint were generated. This subjected lot (102,528 bottles) was released into commercial distribution on 07/07/2006. Trending analysis shows that no other product complaints have been received for this lot number. Based on the results of this investigation, the complaint defect is not likely to be distributed throughout the lot, affect other portions of the lot, or affect other lots of this product. Based on the review of the batch records, no root or probable cause could be identified. No corrective or preventative action is being proposed at this time.